Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to proximal left anterior descending artery. The opticross hd imaging catheter was inserted for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a non-boston scientific stent was placed, and after balloon inflation upon post-dilatation, ivus was performed. Observation revealed that when the catheter was retrieved, it became caught in the stent and became stuck. It was pushed and pulled repeatedly, and eventually, the catheter came off and was retrieved. The monorail lumen was torn. The procedure was completed using another device of the same type. There were no reported patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Microscopic inspection showed the exit port torn and the distal tip in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported codes of catheter stuck in stent and guidewire exit port damaged are confirmed.

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to proximal left anterior descending artery. The opticross hd imaging catheter was inserted for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a non-boston scientific stent was placed, and after balloon inflation upon post-dilatation, ivus was performed. Observation revealed that when the catheter was retrieved, it became caught in the stent and became stuck. It was pushed and pulled repeatedly, and eventually, the catheter came off and was retrieved. The monorail lumen was torn. The procedure was completed using another device of the same type. There were no reported patient complications.